Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019 but then immediately removed it and noticed that the sensor wire was missing. She talked to her doctor who performed an ultrasound on (B)(6) 2019. A foreign body was identified at 2mm from the skin surface, which was thought likely to be the sensor wire; the doctor decided to leave it in place and not remove it. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.